Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to log in to the machine. The screen appeared blank/gray, and although the unit seemed to be powered on, it was not functioning normally. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. A technical support specialist checked myqlink and remote support service (rss) and observed the machine was offline and not synchronizing, with the last synchronization time recorded as 05/31/2026 at 04:22:50 am, instructed the user to perform basic checks, including making minor changes on the machine, switching the power source from a surge protector to a wall outlet, and verifying any indicator lights at the rear of the unit. Upon follow-up, the user confirmed they would perform the checks. Subsequent review in myqlink indicated that the machine was operational, as users were able to stock and dispense medication without issue. The issue was considered resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.